Manufacturer narrative:
The investigation into the reported purge disc issues has been completed. The device was returned for evaluation. During functional testing at the bench level, the console was repeatedly unable to detect the purge. Upon further analysis, the purge disc retainer and flag were confirmed to be broken. The root cause of the reported failure was determined to be a missing purge flag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The complainant reported that an automated impella controller (aic), failed to recognize an installed purge disc. The device was removed from service as a result of the noted issue. There was no reported patient harm.